Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Sieve bed, saturated. Four-way valve, stuck. Controls, switch/button broken. Complaint was confirmed. The underlying cause is controls switch/button broken. Root cause could not be determined after reviewing the documentation in this investigation.

Event description:
Unit's power up alarm was not working.

Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
Unit's power up alarm was not working.